Event description:
It was reported the patient has been experiencing unusual bradycardia. The patient¿s regular heart rate is 78-90 bpm, but goes down pretty rapidly to 45-48 bpm for a few seconds. It first occurred a few weeks ago and the caregivers did not think anything of it. It then kept occurring, but didn¿t coincide with vns stimulation. It happened about 20 times in a day. It was noted the magnet was swiped and no bradycardia occurred that day. It was noted the patient also wears a smart vest that goes on the patient¿s chest and gives a pulsating massage to loosen phlegm in his throat. It is unknown if this has any influence in regards to the reported bradycardia. It was noted at the patient's appointment the device diagnostics were 3100 ohms, which is within normal limits. It was later explained the physician does believe the vns is at least partly responsible for the patient¿s bradycardia. The low heart rate was intermittent, but when it did happen, it would occur at 5 minute intervals, which corresponded to the vns on and off time for normal mode. The physician did not think the events were related to any medications; however, he did request the family see a cardiologist as he thinks there may be an underlying cardiac issue and the vns just happened to bring attention to it. The patient was not having bradycardia as part of his seizures. It was noted the output current was reduced for autostimulation, normal mode stimulation, and magnet mode stimulation to attempt to resolve the bradycardia. It was noted the bradycardia only occurred during sleep and was not persistent or symptomatic. Some sleep periods would show heart rate drops while others would be unaffected with no clear pattern. When the patient¿s heart rate did drop, it would quickly go from the 60s-70s to 35-45 and then return to baseline within 3-5 seconds. The family had observed this on at least one occasion which led them to tape the magnet over the device to inhibit stimulation.